Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on unknown date with blood glucose of unknown. The customer also reported via phone call that they experienced high blood glucose level and hal software error detected. The customer's blood glucose level was 215 mg/dl at the time of incident and current blood glucose level was 210 mg/dl. Customer¿s other blood glucose level was 100 mg/dl to 120 mg/dl and 200 mg/dl. The customer provides details on symptoms related to the low blood glucose level episodes such as little blurry vision and might had just tired. Customer stated that the failed test for insulin pump error. Customer was treated with bolus, carbs and manual injection. Customer did not allege insulin pump was under delivering. Customer declined to perform the high pressure test. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was using auto mode. Customer troubleshooting was performed for high blood glucose level and insulin pump error. The insulin pump will not be returned for analysis.